Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 251 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient gave themselves a correction bolus.